Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the control-iq algorithm increased basal delivery in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was inaccurate. Reportedly, the cgm blood glucose (bg) reading was in the 300¿s mg/dl, and the meter bg reading was approximately 101 mg/dl. As a result of the increased basal delivery, customer's blood glucose (bg) level lowered to 44 mg/dl. Bg was addressed via glucagon injection administered by customer¿s parent. Customer had a seizure. Customer went to the emergency room and was treated with intravenous fluids of saline and glucagon. Reportedly, the customer left the ER the same day with the issue resolved however the issue ¿threw magnesium level off which affects patient other health issue.¿ system check with tandem technical support did not identify any additional issues with the pump or related supplies. No additional patient or event information was available.